Event description:
Physician made one pass and was able to collect tissue sample. On the second pass doctor pushed needle out when he tried to go back and forth with the needle to get tissue the needle would not retract into the sheath. It seems like the needle became detached from the handle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of patient outcome. The complaint information provided was as follows: physician made one pass and was able to collect tissue sample. On the second pass doctor pushed needle out when he tried to go back and forth with the needle to get tissue the needle would not retract into the sheath. The defective device seems like the needle became detached to the handle. There were no echo-hd-19-c (echo) devices of lot # c863305 in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for evaluation to date. Therefore, the customer¿s complaint remains unconfirmed. With the information provided a document based investigation was carried out. From the complaint information provided it is believed that the needle is broken below the sheath extender. A possible cause of this complaint may be the needle kinking distal to the sheath extender. The kink most likely occurred due to product handling when removing the device from the packaging or due to product handling when the device is attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath/needle to become kinked. As the needle is advanced/retracted during the procedure it is possible for this kink to result in a needle breakage. The difficulty the user experienced occurred on the second pass. It was confirmed that the physician made one pass and was able to collect tissue sample, therefore the needle initially functioned as intended. As the conditions of use cannot be replicated it is not possible to definitively state if this is the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. Information received confirmed that no section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. No adverse effects were reported to the patient as a result of this incident. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk.